Event description:
The customer reported to vyaire medical that the transducer fault alarm showed on vela ventilator while it was running. Also, high rate alarm triggered. The customer confirmed that another ventilator was provided and there was no patient harm associated with the reported event.

Manufacturer narrative:
The customer reported that they will not return the defective part/unit for evaluation. Therefore, no root cause could be determined. However, the customer performed xdcr tests, and passed. Performed xdcr calibrations and exhl press transducer failed at 0 cmh2o.if additional information becomes available.